Event description:
It was reported to st. Jude medical that the device was electively replaced at lead revision. The ICD was not believed to be a contributing factor to this event. However, analysis revealed a failed component.